Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window corners, cracked reservoir window, cracked reservoir tube and cracked case near display window corner. The device passed the error alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump had excessive no delivery alarms. The patient's blood glucose level was over 66mg/dl. Troubleshooting was conducted. Device is being returned. No further information available.